Manufacturer narrative:
The reported event of low (out of box) was not confirmed. Final analysis found no longevity anomalies. The device had normal device functionality and was in the normal range of operation with appropriate remaining longevity. No anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the insertable cardiac monitor (icm) was depleted straight out of the box when it was first interrogated. No patient was involved.